Event description:
A pt reported experiencing inaccurate erratic results with a otp meter. The pt's blood glucose results were 179mg/dl, 279mg/dl, 261mg/dl. Tests were done within < 10 minutes with a difference of 25%. Pt did not experience any adverse events. No further info has been reported.